Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/ arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting ECG c to ECG d. The root cause for the open wire was excessive force. No adverse event resulted from the damage electrode belt.

Event description:
A patient's electrode belt was returned to a us distributor and it was reported that the patient was receiving frequent gong alarms.